Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent inadequate apposition and damage occurred. Vascular access was obtained via the radial artery. A 2.75x38mm promus element long stent was implanted in the target vessel. Post dilation was performed with a balloon catheter. As per the physician, due to wire bias, the balloon hit the proximal strut of the non apposed stent and caused stent deformation. Another 2.5x38mm promus element stent was deployed to cover the deformation and completed the procedure. No patient complications were reported and the patient's status was stable.